Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin. The customer's blood glucose level was 142mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended.